Event description:
The event occurred on unknown date involving a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined tubing, secure lock, 272 cm where the customer reported another line leak. Paclitaxel had been completed, flush was in the process prior to carboplatin started. Leak was in the filter part of the line as in incidents before. There was patient involvement and no patient harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation; however, a photo was provided. The investigation is still pending.

Manufacturer narrative:
D9 - date returned to mfg on 12/28/2023. Two photos were returned showing the packaging of the involved product. Received two new list #140159291 primary plum sets. There was no damage or anomalies noted on either set. The returned samples were attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion of 200 ml at 400 ml/hr was run replicating clinical use. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions were noted. No leakage was observed and the solution level on the drip chamber remained the same throughout the infusion. The complaint of line leakage during flushing process cannot be confirmed on the new list #140159291 primary plum sets. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.